Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the insulin gauge displayed an inaccurate value of 19 units and it was filled with approximately 60 units of insulin. The customer reloaded the cartridge, but received a minimum fill notification. The customer¿s blood glucose level was 225mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.